Event description:
It was reported that during a low anterior resection procedure, before used on the patient, open the packing and noted anvil cannot be pulled out. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2024. D4: batch #576c19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer was cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis of the device showed that the trocar was damaged. However, the anvil was installed onto the trocar with slight difficulty, no functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 576c19, and no non-conformances were identified. The lot#606c19 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.